Manufacturer narrative:
Since the surgery was completed successfully, the lateral implant remains implanted in the patient. Review of production records did not indicate any issues related to manufacturing that may have contributed to the event. The surgeon indicated that he did not believe the device caused the adverse event. The event was reported to have occurred in australia.

Event description:
It was reported to the manufacturer that the lateral implant rotated obliquely when the patient was moved from a lateral position to a prone position during an o-arm spin. The implant used remained in the patient and the surgery was completed successfully. However, two hours of surgical time was added for the surgeon to attempt to reposition the cage posteriorly. The surgery was completed as an open procedure instead of percutaneous, as initially planned.